Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results vary according to customer. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed during call ((B)(6) 2015; 12:33pm) with results of 456 mg/dl. Verified storage of test strips is within spec since they are kept in bedroom. Test strip lot MFR's expiration date is 09/25/2017 and open vial date is about three wees ago. Recall test results performed from meter memory (date/time not set correctly): "hi"; "hi"; "hi"; 396 mg/dl; 520 mg/dl; adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had a high glucose value.